Manufacturer narrative:
It was reported that gloves were found with holes and tears when removed from the box. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the gloves were found with holes and tears when taken out of the box.